Manufacturer narrative:
Visual evaluation of the returned active cord found no anomalies. Electrical resistance testing was performed and resistance measured at 0.2 ohms, within manufacturing specifications. Further evaluation noted that the device passed the dimensional test with a result of 0.165 inches, which is within specification. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure. According to the complainant, during the procedure, there was difficulty connecting the active cord to the device and the active cord failed to transmit current. The procedure was completed with another active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure. According to the complainant, during the procedure, there was difficulty connecting the active cord to the device and the active cord failed to transmit current. The procedure was completed with another active cord. There were no patient complications reported as a result of this event.